Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 2 in left eye 3 days post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained irritation/tearing on both eyes at day 1 but that they felt much better now however, left eye still felt different than right eye. Bcva right eye pre-op 20/20, left eye pre-op 20/20. On (B)(6) 2014 account reported that patient was seen on (B)(6) 2014 for dlk check. Dlk appeared to be clumping near center, later confirmed to be epithelial ingrowth in left eye on (B)(6) 2014. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision in left eye. On (B)(6) 2015 account reported that dlk fully resolved with increased steroid use. They mentioned that on (B)(6) 2014 follow up the dlk was very faint, and at the (B)(6) 2014 follow up the dlk was considered resolved. It was 3 weeks for full resolution. The central epithelial ingrowth that was distorting vision in left eye fully resolved with a flap lift and rinse. The flap lift and rinse was performed on (B)(6) 2014. No recurrence of epithelial ingrowth occurred centrally. The patient did experience small areas of epithelial ingrowth at the flap margin after the flap lift. These never progressed, and are in the fading process. As of the patient's (B)(6) 2015 follow up, the patient is happy and uncorrected visual acuity is 20/15-3 right eye and left eye. All complaints of irritation, tearing, and blurred vision have been resolved and patient has been released from care.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.